Manufacturer narrative:
Batch review performed on 13 april 2018: lot 175379: 60 items manufactured and released on 30 november 2017. Expiration date: 2022-11-14. No anomalies found related to the issue. To date, 36 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on (B)(6) 2018 immediate postoperative hip dislocation after cemented hemiarthroplasty in an elderly lady ((B)(6)) probably occurred during patient mobilization. The short head was exchanged, and although there is no information available as to the new head, we can presume that a longer head has been chosen, in order to enhance soft tissue tension. This adverse event is most probably not related to a malfunctioning device.

Event description:
During post-op x-rays the hip was found to be dislocated; the patient was revised on the same day using a new head. The surgery was completed successfully. The surgeon replaced the size s ball head with an xl size one. No other component was revised.